Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose (bg) level was impacted; however, the bg level could not be recalled. As the customer had changed out the supplies (cartridge/infusion set) prior to calling tandem technical support and the customer was not currently receiving an occlusion alarm, trouble shooting to determine the cause of the alarm was not performed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.